Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.

Event description:
It was reported that patient enrolled in a clinical study underwent total elbow arthroplasty on (B)(6) 2004. Subsequently, a revision procedure was performed on (B)(6) 2013 due to infection and loosening. The components were removed and replaced with cement spacer molds.